Manufacturer narrative:
Product ID 8709 lot# j10862r31, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
A healthcare provider later reported the motor stall due to MRI recovered. They did not know how long the pump was stalled for. The MRI was performed on (B)(6) 2013. No symptoms were associated with the event. The MRI was done at 3 am and the physician waited until 8 am to check the pump. Reading did not show a recovery at that time. The pump was reread at 9 am and the motor stall recovery had occurred. Per the attached logs, the motor stalled at 3:26 am and recovered at 9:09 am.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) reported, the patient had an MRI in the middle of the night. Their physician opted not to come in and check the pump until the next morning. The logs indicated that a motor stall occurred, and that had not restarted. The hcp interrogated the pump at the time of the report, which was the morning following the stall. The hcp confirmed the patient had not been having any symptoms related to the pump. The medication used within the system was gablofen.